Event description:
It was reported that the catheter tore at the "junction with the hub" while inside the pt. Flow rate 12ml/sec. The torn catheter will be returned. There is no more info in reference to this report.

Manufacturer narrative:
The product info states that the maximum safe pressure is 540 p.s.i.g. Follow-up report will be filed if additional info becomes available.